Event description:
It was reported that the surgeon found that a crack developed at the edge of eyhance intraocular lens (iol) when it was implanted. Since no abnormality was observed at the optic, the lens was inserted without a change. No further surgical procedure was performed, and no health damage including vision acuity issues were reported. There was no patient injury and the lens remains implanted. No further information was provided.

Manufacturer narrative:
Patient information unknown/not provided. Date of event: information unknown/not provided. Serial number: unknown, information not provided. Catalog number: a complete catalog number is unknown, as product serial number was not provided. Expiration date: unknown, as the serial number was not provided. UDI number: the UDI number is unknown, as the serial number was not provided. Implant date: unknown, information not provided. If explanted, give date: not applicable, as the lens remains implanted. Phone number: (B)(6). Initial reporter first name: unknown/ not provided. Device evaluation: the product testing could not be performed as the product was not returned for evaluation (the lens remains implanted). The reported complaint cannot be confirmed. Manufacturing record evaluation: manufacturing record review cannot be performed since the serial number is unknown. A historical review cannot be performed since the serial number is unknown. Conclusion: no sample was returned, and the serial number is unknown, an investigation could not be performed, and no malfunction is confirmed. Device manufacture date: unknown, as product serial number was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.